Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: this product added to this complaint in error. The sample received is for (B)(4). Device history lot : device history reviewed 10 jan 19. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
This is a duplicate report of 1818910-2019-80669. 1818910-2019-81608 is being retracted as it is a report duplication. 1818910-2019-80669 will be kept for investigation purposes. Product complaint #: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tha surgery was performed on by using the cement (p/n: (B)(4) for fixation the cement stem. The cement had been stirred more than 15minutes after mixed the monomer and polymer, however it was still low viscosity state, so it was not able to use for the surgery. Thus, the surgery was completed within a 30 minutes delay by using alternative cement and there was no adverse consequence to the patient. No further information was provided by the hospital.